Event description:
It was reported prior to use with bd d23/cd19/cd5/cd38/45 ctt lyo cm it was discovered that the labels were missing on 10 tubes. The following information was provided by the initial reporter: it was reported that the reagent is failing customer qc, label missing in many tubes.

Manufacturer narrative:
The following field was updated with additional information: b.5. Describe event or problem: it was reported prior to use with bd d23/cd19/cd5/cd38/45 ctt lyo cm it was discovered that the labels were missing on 10 tubes. The following information was provided by the initial reporter: it was reported that the reagent is failing customer qc, label missing in many tubes.

Manufacturer narrative:
H6: after further evaluation of the complaint, it has been determined that the previously submitted MFR report# 3007886372-2020-00004 was sent in error. The event type associated with this complaint is being used with an instrument/reagent that is for ¿research use only (ruo)¿. This complaint is not MDR reportable.

Event description:
It was reported prior to use with bd d23/cd19/cd5/cd38/45 ctt lyo cm it was discovered that the labels were missing on 10 tubes. The following information was provided by the initial reporter: it was reported that the reagent is failing customer qc, label missing in many tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported prior to use with bd d23/cd19/cd5/cd38/45 ctt lyo cm it was discovered that the labels were missing on tubes. The following information was provided by the initial reporter: it was reported that the reagent is failing customer qc, label missing in many tubes.